Manufacturer narrative:
It was reported by the facility that after the IV is placed the patient's IV site will leak blood requiring a new IV to be placed without further incident. The actual sample was not returned for evaluation; however companion samples from the same lot were returned and evaluated. Visual and functional testing was performed. The customer reported issue was not confirmed and the root cause of the customer reported issue was not determined. No additional information is available. Due to the reported need for additional IV sticks to the patients, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the IV catheters were leaking and that an unknown number of patients required additional IV sticks.